Manufacturer narrative:
A supplemental medwatch will be submitted after receipt of new information.

Manufacturer narrative:
Sample was not available for investigation. Clinical evaluation of therapy application manager: however, microbubbles may be entered into the system at any other place / components. It is not even sure if there were micro bubble at all. In the complaint there is no indication of a particular range of microbubbles. When evaluating the currently available information it is not possible to focus what led to this incidence. The cerebral dysfunction could have been triggered by other causes. Thus the failure could not be confirmed. The DHR has been reviewed - no conspicuity could be found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the report of customer, the doctor said that consequence of the patient was not death. The patient is still alive with paralysis.

Event description:
Customer reported that micro-bubbles of 0 to 50um which exist in the reservoir flowed to the oxygenator, and they seemed to be unable to trap. Causual connection between patient death and product nonconformity is unk. The product in question had been disposed at the hospital. The patient died because of serious cerebral infarction after an operation used (B)(4).